Event description:
It was reported that the patient presented to the emergency room after receiving a patient notifier. The left ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead had dislodged. The lead was repositioned on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.